Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and dfibrillation cycling without duplicating the report. The defib connector was tightened as a precaution. The device was recertified and returned to the customer. The multi-function cable used was not returned as part of this investigation. No trend is associated with reports of this type.